Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received replace battery now alarm. The customer¿s blood glucose level was 87 mg/dl. Troubleshooting was performed. The customer stated that this was the second occurrence of replace battery alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
No unexpected insert battery alerts or replace battery now alarms noted during testing. Device trace download analysis confirmed the device alarmed replace battery alert. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage as shown on the power management tool and confirmed replace battery alert due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, device was monitored and functioned properly. After disconnecting and reconnecting the internal battery connector on electrical board, device was monitored and functioned properly. Device passed displacement test, sleep current measurement, active current measurement and self test.